Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 10-feb-2021, device evaluated by manufacturer: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at home when a ventricular assist device (vad) stopped alarm was observed on the controller. The patient came to the hospital for log file analysis which confirmed a vad stopped alarm and unexpected power loss to the controller. The patient experienced no symptoms or adverse events as a result of the event. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional log file analysis revealed that while the patient was exchanging power sources is when the loss of power to the controller was observed. Based on the log files, the vad underwent a total of six (6) motor start attempts to successfully start which is unexpected vad behavior and may be indicative of the pump struggling to start.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem, investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were no positive cultures for infection.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)), one controller ((B)(6)), four batteries ((B)(6)), and one controller ac a dapter ((B)(6)) were not returned for evaluation. One controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed bent pins within power port two. The bent pins did not allow a battery to properly connect to the controller. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis revealed that the controllers contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file associated with (B)(6) revealed premature power switching events that were due to momentary disconnections involving (B)(6), and a power adapter. Log file analysis associated with (B)(6) revealed three controller power up events logged on 28-apr-2022 at 08:17:58, on 30-apr-2022 at 14:11:55 and on 28-may-2022 at 16:22:45. No anomalies were observed leading up to the losses of power. The controller was without power for 14 seconds, nine seconds, and 17 seconds, respectively. A vad disconnect alarm was recorded on 28-may-2022 at 16:23:10 following the third controller power up event. This vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. The first and third controller power up events were not accompanied by a successful motor start event; two vad stopped alarms were logged on 28-apr-2022 at 08:18:28 and on 28-may-2022 at 16:23:10 due to a failure of the pump to restart after several attempts. Of note, a successful motor start event was recorded on 28-apr-2022 at 08:18:37 after six motor start attempts. Additionally, two additional vad disconnect alarms and two controller power up events without motor starts were on 28-may-2022 since 16:26:06, likely due to troubleshooting of the controller during the reported controller exchange. Review of the log files associated with (B)(6) revealed a controller power up event on 28-may-2022 at 15:40:35; prior to the power up event, the controller last had power on 28-mar-2022, indicating that the controller was put into use following the reported controller exchange. This was followed by a successful motor start event recorded on 28-may-2022 at 15:40:41. Review of (B)(6) internal logs revealed the batteries discharged as expected when in use. As a result, the reported controller poor mechanical connection, premature power switching, losses of power, vad stopped alarm, and controller power up event involving (B)(6) events were confirmed. The reported batteries power consumption issue event could not be confirmed. In addition, review of the event log file associated with (B)(6) revealed that am event entry was logged with the date/time stamp of 31-feb-99 at 00:00:00. This is an additional finding not related to the reported event. Further investigation using a representative sample revealed that the invalid date/time stamp event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the event log file. Based on the available information, the most likely root cause of the observed invalid data/time stamp event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. The power sources were lubricated prior to release. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the reported premature power switching event can be attributed to momentary disco nnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the controller power up event involving con416328 can be attributed to a controller exchange. Possible causes of the vad disconnect alarms can be attributed to failure of the pump to restart after several attempts, a loss of synchronization of commutation leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Information provided by the site indicated that, following the initial vad stopped event, the patient arrived at the hospital for purulent dressing on the driveline. It was further reported that the day of the hospital admission, cultures were taken and showed scant growth of escherichia coli (e. Coli). The patient was treated with intravenous (IV) cefepime. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 20-jun-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04035, g0200701, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c04, c06, c19, c0706 h6: FDA conclusion code(s): d01, d02, d10,d15 d4: serial t#:(B)(6), h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6), h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: bat941782 h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6), h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at home when a ventricular assist device (vad) stopped alarm was observed on the controller screen. Approximately three days later, the patient arrived at the hospital for purulent dressing on the driveline. Log file analysis which confirmed a vad stopped alarm and unexpected power loss to the controller. The patient experienced no symptoms or adverse events as a result of the event and was advised to be extra careful to not accidentally disconnect both power sources. It was further reported that the patient seemed to have been exchanging power sources when the loss of power to the controller was observed. The vad underwent a total of six (6) motor start attempts to successfully start which is unexpected vad behavior and may be indicative of the pump struggling to start. Approximately one month later, the patient was hospitalized and during hospitalization the controller exhibited power switching, the patient noted that before bed ac adapter was connected with fully charged battery, shortly after the light of the ac adapter and ac/dc indicator on the controller were illuminated indicating the battery was depleted. Of note, batteries were draining while connected to the ac power requiring multiple changes a day. It was also noted that when connecting the power source on one side it did not click smoothly like the other side, and the power kept switching from ac adapter to battery. The patient was admitted and shortly after this incident the vad stopped, and the site performed a controller exchange. After the controller exchange it was noted that the batteries are no longer draining when connected to the ac power. The back-up controller exhibited a loss of power, and the controller was off for greater than one hour. Of note, there was a concern for pump not restarting. The primary controller was exchanged and the vad, batteries, ac adapter and back-up controller remain in use.

Manufacturer narrative:
###A supplemental is being submitted for correction and additional information. Corrected sections: - b1: adverse event or product: corrected from product problem to adverse event <(>&<)> product problem - b2 outcome attributed to adverse event: corrected to check off "hospitalization" - b5 desc evt problem: corrected to include the event description re-written in its entirety to capture all details associated to the event in chronological order - b7. Relevant history: updated to include relevant history for patient with previous controller bent pins issue - h1 type of reportable event: corrected to check off "serious injury" additional information: - h6. Imf (annex f) health impact: updated to include codes f08 and f12 - h10. Addt manufacturer for MDR: additional products added and imf, img, fdd coding update made for previously reported controller ((B)(6)) additional products: controller -(B)(6) h6: imf code(s): f08, f12 h6: img code(s): g04034 h6: FDA device code(s): a12 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2022 / serial #: (B)(6); UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 19-apr-2021 h5: no h6: patient ime code(s): e1906 h6: imf code(s): f08, f12 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 31-dec-2021 / serial #: (B)(6); UDI #:(B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-dec-2020 h5: no h6: patient ime code(s): e1906 h6: imf code(s): f08, f12 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-nov-2021 h5: no h6: patient ime code(s): e1906 h6: imf code(s): f08, f12 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 31-jan-2022 / serial #: (B)(6); UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-jan-2021 h5: no h6: patient ime code(s): e1906 h6: imf code(s): f08, f12 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 30-nov-2022 / serial #: (B)(6); UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-nov-2021 h5: no h6: patient ime code(s): e1906 h6: imf code(s): f08, f12 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430us/ catalog #: 1430us/ expiration date: 31-jul-2022 / serial #: (B)(6); UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-apr-2022 h5: no h6: patient ime code(s): e1906 h6: imf code(s): f08, f12 h6: img code(s): g02027 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the driveline infection of the event but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include information regarding cultures taken and results; as well as medication provided - h6 imf (annex f) health impact: updated to include code f2303 - h10 addt manufacturer for MDR: updated to include imf code for additional products additional products: con415609 - controller 2.0 h6: imf code(s): f2303 con416328 ¿ controller 2.0 h6: imf code(s): f2303 bat931516 ¿ battery h6: imf code(s): f2303 bat941782¿ battery h6: imf code(s): f2303 bat933080¿ battery h6: imf code(s): f2303 bat941784¿ battery h6: imf code(s): f2303 cac302846 ¿ controller ac adapter h6: imf code(s): f2303 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the day of the hospital admission, cultures were taken and showed scant growth of escherichia coli (e. Coli). The patient was treated with intravenous (IV) cefepime.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: (B)(6) cac302846 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) one (1) controller (B)(6) four (4) batteries(B)(6) and one (1) controller ac adapter (cac302846) were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed bent pins within power port two (2). The bent pins did not allow a battery to properly connect to the controller. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis revealed that the controllers contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file associated with (B)(6) revealed premature power switching events that were due to momentary disconnections involving(B)(6) , and a power adapter. Log file analysis associated with (B)(6) revealed three (3) controller power up events logged on (B)(6) 2022 at 08:17:58, on (B)(6) 2022 at 14:11:55 and on (B)(6) 2022 at 16:22:45. No anomalies were observed leading up to the losses of power. The controller was without power for fourteen (14) seconds, nine (9) seconds, and seventeen (17) seconds, respectively. A vad disconnect alarm was recorded on (B)(6) 2022 at 16:23:10 following the third controller power up event. This vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. The first and third controller power up events were not accompanied by a successful motor start event; two (2) vad stopped alarms were logged on (B)(6) 2022 at 08:18:28 and on (B)(6) 2022 at 16:23:10 due to a failure of the pump to restart after several attempts. Of note, a successful motor start event was recorded on (B)(6) 2022 at 08:18:37 after six (6) motor start attempts. Additionally, two (2) additional vad disconnect alarms and two (2) controller power up events without motor starts were on (B)(6) 2022 since 16:26:06, likely due to troubleshooting of the controller during the reported controller exchange. Review of the log files associated with (B)(6) revealed a controller power up event on (B)(6) /2022 at 15:40:35; prior to the power up event, the controller last had power on (B)(6) 2022, indicating that the controller was put into use following the reported controller exchange. This was followed by a successful motor start event recorded on (B)(6) 2022 at 15:40:41. Review of (B)(6) internal logs revealed the batteries discharged as expected when in use. As a result, the reported controller poor mechanical connection, premature power switching, losses of power, vad stopped alarm, and controller power up event involving (B)(6) events were confirmed. The reported batteries power consumption issue event could not be confirmed. In addition, review of the event log file associated with (B)(6) revealed that am event entry was logged with the date/time stamp of (B)(6) 1999 at 00:00:00. This is an additional finding not related to the reported event. Further investigation using a representative sample revealed that the invalid date/time stamp event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the event log file. Based on the available information, the most likely root cause of the observed invalid data/time stamp event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. The power sources were lubricated prior to release. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on an investigation conducted under CAPA pr00574181 and the available information, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the cont roller-port/power-source pins and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. A possible root cause of the losses of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the controller power up event involving (B)(6) can be attributed to a controller exchange. Possible causes of the vad disconnect alarms can be attributed to failure of the pump to restart after several attempts, a loss of synchronization of commutation leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Information provided by the site indicated that, following the initial vad stopped event, the patient arrived at the hospital for purulent dressing on the driveline. It was further reported that the day of the hospital admission, cultures were taken and showed scant growth of escherichia coli (e. Coli). The patient was treated with intravenous (IV) cefepime. Additional information received from the site indicated that the patient also had fluid overload, cardiac ectopy noted on electrocardiogram and supratherapeutic international normalized ratio (inr). Upon admission a computerized tomography (CT) scan was done to evaluate the driveline due to increased drainage and pain along the driveline which demonstrated tissue density and inflammation within the subcutaneous fat along the driveline. Endocrinology was also consulted during the hospitalization for elevated thyroid stimulating hormone (tsh) and free t4 elevation and medication was started. The patient was also evaluated by neuropsychiatry and endorsed increasing anxiety over recent health and hospitalizations and medications were adjusted. Due to the reported pump restarting issues and multiple motor start attempts, the patient¿s transplant status was upgraded. During the hospitalization the patient also experienced rectal bleeding and bloody stools and anticoagulants were held, laboratory data was followed, and a colonoscopy was done that showed erythema and ulceration in the cecum with no intervention done. The patient continued to have issues with heart arrhythmias throughout the hospitalization such as non-sustained ventricular tachycardia (nsvt), ventricular tachycardia (vt) and premature ventricular contractions (pvc)¿s with intermittent chest pain as well. Liver enzymes were trending up over the duration of the admission with no intervention and were monitored. The patient was discharged to home with home health care after an approximate two and a half (2.5) month hospitalization. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being sent for additional information: b2, b5, b7, h2 and additional codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also had fluid overload, cardiac ectopy noted on electrocardiogram and supratherapeutic int ernational normalized ratio (inr). Upon admission a computerized tomography (CT) scan was done to evaluate the driveline due to increased drainage and pain along the driveline which demonstrated tissue density and inflammation within the subcutaneous fat along the driveline. Endocrinology was also consulted during the hospitalization for elevated thyroid stimulating hormone (tsh) and free t4 elevation and medication was started. The patient was also evaluated by neuropsychiatry and endorsed increasing anxiety over recent health and hospitalizations and medications were adjusted. Due to the reported pump restarting issues and multiple motor start attempts, the patient¿s transplant status was upgraded. During the hospitalization the patient also experienced rectal bleeding and bloody stools and anticoagulants were held, laboratory data was followed, and a colonoscopy was done that showed erythema and ulceration in the cecum with no intervention done. The patient continued to have issues with heart arrhythmias throughout the hospitalization such as non-sustained ventricular tachycardia (nsvt), ventricular tachycardia (vt) and premature ventricular contractions (pvc)¿s with intermittent chest pain as well. Liver enzymes were trending up over the duration of the admission with no intervention and were monitored. The patient was discharged to home with home health care after an approximate two and a half (2.5) month hospitalization.